Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no alarms occurred during testing. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 174 mg/dl. The customer received a failed battery test alert. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).